Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a figure of 8 stitch was required to go over the access site in which a 6-12f mynx venous vascular closure device (vcd) was used due to bleeding. The patient additionally presented with a "bad" infection and required two weeks of antibiotics. A non-cordis closure device was used in a larger access site in the same groin. The smaller access site was closed with the mynx device. Additional information was requested but not provided. The device is not being returned for evaluation.